Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was unable to reproduce the reported event as system functioned as expected when tested during two consecutive procedures. Engineer suspected that the event might have been caused by the angulation of the camera with respect to the two spheres on the needle. A software investigation was also completed. This investigation was unable to determine the root cause of the issue as information provided proved to be inconclusive. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a cranial biopsy procedure, the biopsy needle could not be tracked. Site did not need to verify the needle and they made sure the spheres were clean. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.